Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
After a ureteroscopy stone extraction procedure, while the device was being cleaned, it was noted that the wire had broken off of the device. The wire could not be located in the room so the physician brought the patient back to surgery from recovery and went in and retrieved the piece of wire. There was no harm to the patient after this occurrence and it was reported to be doing well.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history, device record history, instructions for use (IFU), manufacturing instructions, documentation, drawing, quality control, specifications, trends and visual inspection of the returned device was conducted during the investigation. Two wire guides were returned. A visual examination of the two wire guides confirmed that each wire was extremely damaged (bends and kinks) throughout the entire length. One of the wires was confirmed to have both the proximal and distal weld connections intact however, bends and kinks in the coil were present throughout the length of the wire. The wire guide contained two kinks on opposite ends of the wire. The wire was noted to be approximately 146cm long. The first has a kink approximately 9cm from the one end of the wire and the other kink was noted to be approximately 5.5cm from opposite end of the wire. The wire was noted to be unbroken and 0.035" in diameter. The second wire was visually examined and revealed that the proximal weld connection was intact however, bends and kinks were also present throughout the length of the wire and it measured approximately 142.5cm in length and 0.035 in diameter. This wire was noted to be broken in two pieces, separated, in an approximately 2.5 cm section from the tip of the wire. The coils were noted to be slightly stretched in the region of the separation of the second wire, however this region of the wire did appear to have marks indicating that it may have been burned or scorched. It is plausible to suggest that the wire guide met with resistance beyond its intended design during a procedurally related event. Regarding the wire having separation, the evidence displayed would suggest that the coil can into contact with an object or instrument having extreme heat, (possibly a lazar) thus explaining the scorching of the polytetrafluoroethylene coating. The lot records for the device were reviewed, no notable observations regarding the quality of the device as it relates to this complaint, were observed. Final inspection of the guide includes product inspection for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. There is no evidence to suggest this product was not made to specifications. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
After a ureteroscopy stone extraction procedure, while the device was being cleaned, it was noted that the wire had broken off of the device. The wire could not be located in the room so the physician brought the patient back to surgery from recovery and went in and retrieved the piece of wire. There was no harm to the patient after this occurrence and it was reported to be doing well.